Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear bent/kinked. Inspection of the cannula assembly found no evidence of any damage that would result in the device failing to deliver insulin. Pod download data showed 0x6a alarm generated, indicating occlusion during runtime (threshold exceeded, not at end of bolus). Generation of the alarm stopped the delivery of insulin. No damages were observed in the fluid path and drive mechanism components that would contribute to occlusion alarm. The actual cause of the hazard alarm generated could not be determined. Cracks were found on the top housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggested that the cracks had no effect on the device's functionality.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 24 and 36 hours. The patient reported cannula being bent while wearing it on the arm. For treatment, the parent changed out the pod and gave a manual injection.